Event description:
During laparoscopic colon resection the surgeon used the ecs 29 and anastomosis had an air leak when checked. The staple line was oversewn laterally. No problems were reported with the firing or removal of the instrument. There was a thin proximal donut. There was no consequence to the pt. Rpo 5/16/19971335 surgeon stated during a low anterior resection everything seemed fine after firing the stapler. There were two intact donuts, but a question if the donut from the distal pt side (rectal side) had mucosa in it. When tested with insufflation and saline there was bubbling on the right side. With further inspection, it was found in this area the staples were more in a "c" shape than the usual "b" shape. The area was reinforced with suture. Three days later the pt had a fever and evidence of peritonitis. A reoperation was performed and a diverting ileostomy done. The surgeon found a section of the staple line leaking near where he resecured the staple line in the original procedure. He found the "c" shaped staples in this area also. The pt is now doing fine and the ileostomy will be taken down and the bowel reanastomosed in the near future.